Event description:
IV pole set up with a and b pumps on different side of base unit. One pump was at 125hr, the other at 6 ml/hr high alert drug pitocin; when IV fluid increase on 125 to bolus pt with lr, the pitocin still at 6 ml/hr was observed as increasing its gtts a little more as well. It should barely give gtts at 6ml/hr. A knocking sound came from the pitocin side as well; pitocin was stopped and pump was changed and removed from service. New pump infusing minimal gtts correctly. Only ran at other than prescribed rate for a few gtts before stopped, fetal heart rate and contractions within normal limits (wnl). Tubing was not changed. The same tubing used on module 2 (pitocin) was put on new module and it worked without difficulty.